Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was treated with tissue plasminogen activator and heparin in the presence of pump power elevations and device thrombosis. The patient's ldh ranged from 600 u/l to 1000 u/l. No additional information was provided.

Event description:
It was reported that the patient had been treated with heparin infusion and pump exchange, as the elevated lactate dehydrogenase (ldh) did not resolve. An echocardiogram on (B)(6) 2018 had revealed the aortic valve opened with every beat. The inflow and outflow cannulas appeared patent. The patient¿s left ventricle was moderately dilated with mild to moderate mitral regurgitation and mild tricuspid.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. The thrombus formation could have contributed to the patient's elevated lactate dehydrogenase (ldh) levels and power elevations. A direct correlation between the device and the reported transient ischemic attack could not be conclusively determined. Upon disassembly, a partially denatured, non-laminated deposition was found situated in between the distal ends of two rotor blades. The lack of laminated layering and structure suggests that the deposition did not initially develop on the rotor. A root cause for the development of this deposition and a timeframe for which it was present in the pump could not conclusively be determined through this evaluation. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The information provided within the previous supplemental report, follow-up # 3 for medwatch MFR report #2916596-2018-00801, was the same as had already been previously reported.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2018. The pump has been returned for evaluation and was received on (B)(6) 2018.